Event description:
A malfunction was reported by the caller regarding their insulin pump, specifically a malfunction error labeled "malf 3." There was no reported impact to the customer¿s blood glucose level, which remained within normal range. Tandem technical support arranged to replace the problematic pump with a new one featuring updated software. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer agreed to complete training on the replacement pump prior to its use and was informed of the steps necessary to return the faulty pump to tandem. The replacement pump was sent without the need for a delivery signature, and instructions were provided to store the original pump correctly before shipping it back.